Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "pronto is slow to give reading and readings are inconsistent. Readings on one person as follows: 9.8 (1 minute and 55 seconds) pi=2 to 3, 11.6 (2 minutes and 4 seconds) pi 2 to 3, 8.3 (2 minutes and 36 seconds) pi = 2 to3. They changed sensors, these readings were on a new sensor, and they replaced the batteries". No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Model #) updated from "24922" to "25212".